Event description:
On (B)(6) 2013, the patient reported receiving questionable bolus advice on his blood glucose monitor. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
No product is expected to be returned related to this case. Unable to make further statements because product is not available for additional investigation. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.